Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 4.00 x 28mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was found that the tip of the stent strut was flared. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.